Event description:
According to the literature, a retrospective analysis of prospectively collected herniamed registry data was completed to compare outcomes of laparo-endoscopic repair of primary unilateral inguinal hernias using slit versus non-slit mesh between 2009 and 2023. Complications included unspecified postoperative complications, hernia recurrence, and prolonged pain. Interventions included reoperation and unknown treatment for pain.

Manufacturer narrative:
Konstantinos zarras, jens plambeck, joseph kankam, martin hukauf, ferdinand köckerling. "Do we have to rethink slit-mesh technique in endoscopic inguinal hernia repair? ¿ a matched pair analysis." Hernia (2025) 29:214 https://doi.org/10.1007/s10029-025-03394-9 d10 concomitant product: unknown parietex, unknown parietex product, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.